Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo evaluation: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade IV. The capsule was sent for anatomical pathology study. Which found, "a moderate proportion of lymphocytes", fibrosis of the periprosthetic capsule and cd30 negative lymphoid component. The device has been explanted with a complete capsulectomy and replaced with a non-abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/jul/2024.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. The capsule was sent for anatomical pathology study which found "a moderate proportion of lymphocytes", fibrosis of the periprosthetic capsule and cd30 negative lymphoid component. The device has been explanted with a complete capsulectomy and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation and crease fold were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The capsule was sent for anatomical pathology study which found "a moderate proportion of lymphocytes", fibrosis of the periprosthetic capsule and cd30 negative lymphoid component. The device has been explanted with a complete capsulectomy and replaced with a non-abbvie device.